Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm followed by an additional error alarm. Blood glucose level at the time of the incident was 173 mg/dl. The customer reported that the insulin pump was able to rewind, but then repeatedly became stuck in a loop of error alarms and resetting. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump alarmed a35 and motor error during rewind due to motor encoder signal out of phase. Unable to perform displacement test due to a35 and motor error alarms. The insulin pump has cracked reservoir tube lip.